Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement product shipped to site on (B)(6) 2014. Upon inspection by site representative, it was found that fuses within the system had blown. The site representative then resolved the issue by replacing the fuses. No further issues were reported. No system checkout was performed by a medtronic representative due to the resolution to the reported issue was resolved via phone call. No parts have been received by the manufacturer for evaluation. (B)(4).

Event description:
A site representative reported that the imaging system would not power on due to fuses within the system being blown/open. There was no patient present when this issue was identified.